Event description:
In 2006, a gore excluder aaa endoprosthesis was implanted to repair an infrarenal abdominal aortic aneruysm. A postoperative computed tomography scan revealed a suspected endoleak that was thought to be a type ii endoleak and a distal type I endoleak. Six days later, 2006, the physician implanted a contralateral leg component to repair the suspected distal type I endoleak. The final intraoperative angiogram indicated that there was not a type ii endoleak or distal type I endoleak, but rather a proximal type I endoleak. The physician implanted an aortic extender component and an anexurx aaa stent aortic extender cuff to successfully repair the proximal type I endoleak. The patient tolerated the procedure.

Manufacturer narrative:
The devices remain functioning in the patient. A review of the manufacturing paperwork is being conducted.